Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Part and lot numbers: part # 10002-5050-001 lot # 198400-1, quantity: 23. Lot # 198400-2, quantity: 21. Lot # 198400-3, quantity: 16. The products were returned for investigation. The evaluation is not yet complete. The event occurred in (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that upon receipt of the products, incorrect labeling was discovered on the outside of the boxes. The diameter and length measurements were listed incorrectly on two sections of the label on the outside of the box. The patient labels and labels on the trays were correct. No further information was provided.

Manufacturer narrative:
Corrected information. The part number of the device was corrected from 10002-5050-001 to 10007186. The reported event of incorrect package labeling was confirmed. The call-out for the length on the bottom flap was incorrectly labeled as 40 cm in length instead of 50 cm. The other length call-outs on the labels were correct. The label printing file for the part's label was found to be incorrect and was revised to correctly have the proper length on the bottom flap. The products were not in use at the time of the event. The issue with the outer carton labeling was observed when the vectra grafts were received by the hospital. The returned products were reworked and sent back to the hospital. The manufacturer is closing the file on this event.